Manufacturer narrative:
(B)(4).

Event description:
Pentax medical was made aware of a complaint on 13-mar-2020 regarding "resistance primary biopsy channel" involving pentax medical video colonoscope, model ec-3890li, serial number (B)(4) via the pentax medical customer service department. The resistance was experienced during the procedure with no serious injury or death of a patient or user, or delay in a procedure which would require medical intervention reported. The gastroscope was returned to pentax medical for evaluation on 19-mar-2020. The pentax medical service repair technician documented an "accessory stuck in primary operation channel on 20-mar-2020. Other inspectional findings included: right angulation decreased, up angulation decreased, bending rubbersevere discoloration, passed wet leak test, passed dry leak test, customer complaint confirmed, umbilical cable single buckled under pve root brace, insertion tube gauge/dig at stage 2, air/ water nozzle glue worn, down angulation decreased, left angulation decreased. Pentax medical sent a good faith effort(gfe) email to the facility to gather additional information on 09-jul-2020, and the user facility responded via email stating that the resistance was observed during the colon cancer screening procedure. The user stated there was no serious injury or death of a patient or user, or delay in the procedure which would require medical intervention reported. The user did not know what the stuck accessory was, but suggested that it may have been in the biopsy rubber valve and pushed in with biopsy forceps during the procedure. The instructions for use (IFU) for reprocessing of pentax video colonoscope instructs the user to detach the water jet check valve and reprocess separately from the colonoscope. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. Pentax medical video colonoscope, model ec-3890li, serial number (B)(4) , has been routinely serviced at a pentax facility since the device was put into service on 20-jul-2010. The duodenoscope underwent repairs including the following components: o-rings and seals, operation channel, adjusting collar, bending rubber, insertion flex tube, angle wire, air tube, air/water/jet tube, staycoil holder bracket. The colonoscope was repaired and returned to the customer on 24-apr-2020 under delivery order number (B)(4) .